Event description:
A distributor in (B)(6) reported that the heater wire of an rt105 adult breathing circuit was open circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for investigation. The complaint device was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: the visual inspection revealed no damage on the returned device. The inspiratory heater wire was open circuit, confirming the reported fault. A wire break was located between the heater wire and heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving electrical open circuits in heater wires in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to january 2012.